Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
Update was received on 03may2023 confirming that the sensor waveforms are no longer dampened as of on (B)(6) 2023.

Manufacturer narrative:
Intermittent dampening within 30 days of implant was reported and resolved on its own. As the body recovers from the implant procedure, pressure levels could fluctuate. No further intervention was needed and the signal is no longer dampened. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.